Event description:
It was reported that during a ptca/stent procedure, the delivery sys would not advance to the lesion. Upon removal of the device, it was noted that a large dissection had occurred. Three stents were placed to repair the vessel. Reportedly, the pt was sent to the ICU on an iabp due to inadequate coverage of the stents placed.